Event description:
It was reported that the pk dissecting forceps instrument wire was protruding, sticking out, from the articulating joint during reprocessing. No missing or fallen pieces were reported. The staff unsure if the wire was broken or loose. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the cable damage, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.